Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had a leak that caused insulin to leak into the insulin pump. Customer's blood glucose level was 117 mg/dl. The device was not returned.